Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced oridion pcb for error code 570.6500. Replaced broken front case and status lens indicator. Replaced etco2 door for it get stuck. Replaced contaminated left iui and corroded right iui. A review of the device history record for sn: (B)(6) was performed from date of manufacture 6/6/2012 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the oridion board.

Event description:
It was reported that the device was displaying error code 570.6500. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was displaying error code 570.6500. No patient involvement.